Event description:
A report was received that the patient was experiencing pain at the ipg site but it was not breaking the skin. The physician believed that the ipg did not seem to be at an abnormal angle. The patient was having difficulty with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site but it was not breaking the skin. The physician believed that the ipg did not seem to be at an abnormal angle. The patient was having difficulty with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient was experiencing pain at the ipg site but it was not breaking the skin. The physician believed that the ipg did not seem to be at an abnormal angle. The patient was having difficulty with the ipg. The patient will undergo an ipg replacement procedure.